Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with a large oval composix kugel hernia patch to repair an incisional hernia. (B)(6) 2008 - the patient was implanted with a medium oval composix kugel hernia patch to repair an incisional hernia. (B)(6) 2010 - the patient presented to her surgeon with a small bowel obstruction. The patient's surgeon allegedly found that the mesh had folded over and was densely adherent to the patient's bowel and bladder. The adhesions were taken down and there was a portion of the bowel that was perforated upon dissection of the mesh from the bowel, which required a resection. The attorney's report alleges permanent injury, "pain and suffering," disability, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. It is alleged that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).